Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet bionic pancreas, expressed concern that the pump delivered too much insulin, and noted persistent lows despite prior target adjustments, with an alarm at 63 and use of oral glucose for treatment. Symptoms included hypoglycemia. Outcomes included the need for immediate treatment with oral carbohydrate and troubleshooting and education. Investigation included internal review and triage for follow-up regarding further target adjustments. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no specific device component malfunction identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.